Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Issue was alleged against two sensors, reported under this report and 3004753838-2017-91551.

Event description:
Dexcom was made aware on (B)(4) 2017, that on approximately (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient¿s mother stated the location of the reaction extended outside of the area where the sensor was, on the left side of the abdomen approximately 2 inches from the belly button. Reportedly, the patient was previously on insulin injections which were done on the abdomen as well, and may have resulted in other scarring on the left side of the abdomen, approximately 1 inch from the belly button. Patient¿s mother noticed more scarring on the abdomen since the patient started wearing g4 sensors, but is unsure when scarring first occurred or with how many sensors. Scars are grouped slightly bigger than a quarter. No treatment was performed and no medical intervention was reported. No additional event or patient information is available.